Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Shunt malfunction post implantations.

Manufacturer narrative:
It was previously reported that the device would not be returned for evaluation. The sample was subsequently returned. This report has been updated to reflect the corrected information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the valve ¿as received¿. The position of the cam when valve was received was 110 mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leak from the needle holes in the needle chamber was noted. The catheters were irrigated, no occlusions were noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3184, with lot cvlbn7, conformed to the specifications when released to stock in october 19th, 2016. Review of the history device records confirmed the catheters product code 82-3072 with lot 115606, conformed to the specifications when released to stock on the 11th january 2017. No root cause could be determined, as the problem reported by the customer could not be duplicated with the valve or the bactiseal catheters. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). It was not possible to investigate the complaint as no samples were returned for evaluation. If the samples are returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve product code 82-3832 with lot crnbh6, conformed to the specifications when released to stock on the 4th december 2014. Review of the history device records confirmed the catheters product code 82-3072 with lot 115606, conformed to the specifications when released to stock on the 11th january 2017. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.